Manufacturer narrative:
Concomitant medical products: product ID: 3889, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a trial patient. Consumer reported their back hurt and that they had a yeast infection. It was also reported that the wire came unplugged for 5 minutes and their daughter realized that it was unplugged and plugged it back in. No further complications reported/anticipated.